Manufacturer narrative:
(B)(4). Batch # m5328k. The analysis results that one plee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information received: the plastic portion of the cartridge did not break. The cartridge pan separated from the plastic portion of the cartridge and remained lodged in the jaw of the device.

Event description:
It was reported that during a sleeve gastrectomy procedure, on about the fourth firing, the cartridge (gst60b) disassembled in the jaws after the staples were deployed. The deck of the cartridge came off during reloading, but the metal housing remained stuck in the jaws of the plee60a. There was no buttress material being used. The staple line looked complete and intact the reload just seemed to completely fall apart. Case completed with another device of the same product code. There were no patient consequences reported.